Event description:
Cpi received info that this implantable pulse generator (ipg) was explanted due to poor sensing and pacing threshold problems. The ipc has not been returned to cpi for analysis. If further info or the device becomes available, this event will be updated.